Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the probe would spray out clear fluid at the end of the startup cycle. He replaced the blue diluent filters which were causing pressure to build up during the cycle and be forced out of the end of the probe once the cycle was complete. These filters were last changed on (B)(6) 2013 by the fse. The field service engineer (fse) also replaced vl10 and vl12 as preventative service. Identified failure modes: the failure mode for the leak was pressure build up in the blue diluent filters. No erroneous results were generated for this event. Upon recur; the failure mode is likely to generate erroneous results for the rbc (red blood cell) and wbc (white blood cell) parameters as a result of the probe dripping into the baths. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 12 analyzer. While running startup, the customer reported the probe was leaking clear fluid the leak volume was reported as about 1 cc and the leak was not contained. The operator was wearing gloves when the leak was found. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.